Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the right ventricular lead product was fractured and was sensing noise. The lead was capped and replaced on (B)(6) 2022. The patient was stable.